Manufacturer narrative:
Device evaluated by MFR: the coyote es catheter was received with no original packaging or other devices. There was contrast in the balloon and inflation lumen. Magnified inspection revealed no damage. The device was inflated to rated burst pressure (rbp) with an inflation device filled with water. The device maintained rbp with no indication of any leaks or other irregularities. After confirming the device maintained rbp, the device was deflated by applying negative pressure with the inflation device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Event description:
It was reported that during percutaneous peripheral intervention procedure, a balloon ruptured occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous anterior tibial artery with the diameter of 2mm. The 1.5mm x 20mm x 142cm coyote es balloon catheter was used for dilatation of the lesion. Upon the first inflation at 6 atms, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that during percutaneous peripheral intervention procedure, a balloon ruptured occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous anterior tibial artery with the diameter of 2mm. The 1.5mm x 20mm x 142cm coyote es balloon catheter was used for dilatation of the lesion. Upon the first inflation at 6 atms, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at the time of event : 18 years or older. (B)(4).